Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient underwent a pillcam procedure. The pillcam was performed without issue for pre-procedure diagnosis of blood in the stool. After the procedure, the patient developed an itching red rash located on her torso with red welts and edema of the legs, not just where the sensors were placed. The patient saw a dermatologist and was prescribed prednisone, which was discontinued after the patient complained of dizziness and lightheadedness. The dermatologist diagnosed the patient with urticarial bullous pemphigoid. The rash was managed with a sauna suit and was resolved in two weeks. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.